Manufacturer narrative:
This report has been identified as b. Braun medical internal report # (B)(4). The instruction for use of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2017 for prontosan wound irrigation solution were about (B)(4) units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. If additional pertinent information becomes available, a follow up report will be submitted. Samples were sent for analytical investigation. All tested parameters were within the specifications. Therefore, no product failure detected.

Event description:
Patient (male, (B)(6) y) had an allergic reaction when using prontosan for the second time. He had a chronic wound caused by a fistula. Patient had a severe allergic reaction and showed symptoms such as dizziness, urticaria (within minutes after irrigation), urticaria on torso, ears and neck. Patient received cortisone, antihistamine, epinephrine and volume replacement therapy. Patient was observed at emergency clinic for 6 hours and recovered without sequelae.